Event description:
It was reported to boston scientific corporation that the pinnacle posterior implantation was good, and there were no issues. In (B)(6) 2011, the patient began experiencing pain. The physician discovered that the left leg of the mesh got a little too close to the pudendal nerve, causing the patient to have pudendal neuralgia. Physician tried local anesthetics, however they reportedly did not help with the patient's pain. The physician also tried injecting the patient with botox into nearby muscles, but that also reportedly did not help. The physician then tried to remove mesh, and ultimately got most of the mesh removed; however, the patient still had discomfort and pain after that. The patient was referred to a different physician to treat the pain and pudendal neuralgia, and on (B)(6) 2012, the patient underwent a procedure (specifics unknown), which alleviated much of her pain and discomfort. Reportedly, the patient is at home now; she has areas of numbness and pain, but overall she is much better.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01253 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced nerve damage, infection, vaginal pain, cramping, and underwent mesh repair and mesh removal (specifics and date/s unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01253 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced nerve damage, infection, vaginal pain, cramping, and underwent mesh repair and mesh removal (specifics and dates unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.